Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery as it was not performing as expected. There were no patient complications reported.